Event description:
Pt reports that insulin pen needles are defective and do not work. Veteran reports priming insulin pen with 5 units and with most needles, no insulin appears at the tip. Veteran also reports that many of these needles are painful when puncturing the skin.